Manufacturer narrative:
Device evaluation summary. Charger (B)(6) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (battery charger power connector problem) was confirmed. The charger power cord was defective. The root cause of the defective power supply was unable to be positively identified. No adverse event resulted from the defective power supply.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable product malfunction was discovered. The patient reported that she had to wiggle her power cord to get her charger to power on and charge.